Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the patient underwent a revision procedure approximately a month and a half post implantation due to dislocation of their g7 dual mobility. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00286. 0001825034 - 2023 - 00285. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted h3 other text : device location is unknown.